Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunctions were verified. Replacement of ps3 resolved the vertical lift issue. The rtos, gpos, system interface, and isd circuit boards were replaced to resolve the emergency shut down while fluoroing issue. The fluoro function and generator interface circuit boards were replaced to resolve the collimator issue. All software was reloaded and all calibration files restored. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that there were multiple malfunctions regarding the system 9900. The vertical lift function intermittently sticks, the automatic emergency shutdown appears on the workstation screen while fluoroing, and the collimator intermittently closes down. The system needs to be re-initialized to recover. This creates great delay. There was no adverse pt involvement reported. There was no pt info reported.